Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The certas valve (828814) was returned for evaluation. Device history record (DHR) - the product code 828814 with lot 3830618 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected; needle holes in needle chamber were noted. The valve was hydrated per internal process. The valve was leak tested and only leaked from the needle holes. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no pressure issues were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the shunt pressure was high on a certas valve (828814) after implant to a patient via v-p shunt on (B)(6) 2019 with setting 4. The slit-like ventricle continued, and it improved as the pressure was gradually increased, but it became a slit-like ventricle again, and the final set pressure was setting 7. It seemed that it was passing through when shunt contrast was performed. When the pressure was measured, the shunt pressure was high. The patient had an open pupil. The valve was removed and replaced on (B)(6) 2021. The patient's progress is currently good. No further information was provided by the hospital.